Manufacturer narrative:
The customer, a biomedical engineer reported that the beds went offline beginning at around 2:19:41pm and returned on their own. A spacelabs healthcare product support specialist (pss) reviewed logs collected from the host xtr and found that on (B)(6) 2022, the device rebooted itself after it was unable to communicate with quad receiver card (qrc) 1. The log files also confirmed that communication was restored after the reboot. There is not enough information available in the log files to determine the exact cause of the communication issue between the xtr and qrc. Spacelabs healthcare has requested the device from the customer for further evaluation, but the device has not been provided. Spacelabs healthcare will continue to investigate the reported event and any additional information will be submitted in accordance with 21 cfr 803.56 when available.

Event description:
Spacelabs healthcare was notified that three beds connected to the xhibit telemetry receiver (xtr) system went offline for about two minutes. There is no patient harm reported with this event.

Manufacturer narrative:
The device was returned to spacelabs healthcare for additional investigation. A spacelabs healthcare depot repair technician evaluated the returned system where they were unable to verify the reported issue. While the issue could not be duplicated, it was found that the inside of the unit had an excessive amount of dust. The depot technician continued to clean the system and after observing proper device operation through functional and performance testing, the device was returned to the customer. While the cause of the issue could not be determined, it is possible that the excessive amount of dust resulted in the alleged performance issue.